Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation: based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process, and the amount of silicone found was within specification. One sample for lot number 4023256 and six samples for lot number 4044308 were received by our quality team for evaluation. The samples were visual inspected and it was verified that one sample had an incomplete cylinder defect and one sample had liquid in the fluid pathway. The reported incidents could be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the following root causes were determined: 1. The sample with the incomplete cylinder defect occurred due to an issue with the injection molding process during manufacturing. Actions have been put in place to mitigate this defect. 2. For the sample with the liquid in the fluid pathway, the liquid was tested to determine what the substance was and the results came back as silicone. Silicone is a medical-grade lubricant and a component in the product's manufacturing process. Lubricant presence testing was also completed and the amount of silicone found was within specification. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Based on investigation results, the reported foreign matter was silicone which is part of the manufacturing process, and the amount of silicone found was within specification.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: material#: 303310, batch#: 4044308 & 4023256. Verbatim: rcc received a complaint via email. We have an issue with product #303310 (sterile luer-lok 20 ml syringes), lot #4044308. Every syringe has had particulate in it, with particulate not seen in some cases until the final sterile product is evaluated. One of the syringes we opened is melted on the top and is completely missing the luer-lok tip. I have a sample of a syringe with particulate and the melted syringe. I am very concerned that particulate products could be administered to patients if the lot is not recalled. We are also experiencing particulate issues with lot #4023256 to a lesser degree. Additional information provided: please confirm did the particulate present in fluid or non-fluid path. A. In fluid path for the products in lot 4044308 and 4023256.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.